Event description:
It was reported that customer experienced repeated cartridge alarms, specifically cartridge alarm 20, during pump load process and was unable to proceed past load cartridge step. There was no adverse impact to the customer's blood glucose level. Customer did not have backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was in warranty, arranged shipment of replacement pump with updated software.